Event description:
Non-integration. No information reported, therefore selected non integration for reporting purposes only.

Event description:
Non-integration. No information reported, therefore, selected non integration for reporting purposes only.